Event description:
It was reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.